Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad). The balance middle weight universal ii (bmw uii) guide wire was advanced. Pre-dilatation was performed with an unspecified balloon and an unspecified stent was implanted. When the bmw uii guide wire was retracted, resistance was encountered with the implanted stent. The guide wire was able to be retracted in one piece. However, it was noted to be stretched and "shredded". No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the stretched coils and separation was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.